Event description:
It was reported by the customer that the pyxis medstation es system cfn administrator is requesting a password due to an inability to access the station. A customer reported that the malfunction has caused a delay in the issuance of medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident cfn admin requesting password. A technical support specialist connected to the station and discovered that it was frozen on the cfnapp password login screen. After logging in as cfnadmin, the specialist proceeded to enable the cfnapp auto login feature and rebooted the station. The medical application was successfully launched, and upon attempting to log in again, the process was successful. A subsequent reboot confirmed that the station could boot up without any issues. The system functioned as intended after troubleshooting.